Event description:
It was reported that the battery cap could not be locked into place, resulting in the insulin pump shutting down intermittently. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and damaged threads on the battery cap.